Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter via neck. During the procedure, it was reported that the filter leg and arm could not be deployed. Further it was reported that the denali could not be removed using snare. The patient underwent open surgery to remove the denali. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows a denali filter deployed in the venal cava from a jugular approach. The legs and arms have not opened. There is a slight tilt to the filter. The sheath is above the filter. Therefore, the investigation is confirmed for the reported activation failure including expansion failure as the legs and arms have not opened, and the investigation is inconclusive for the difficult to remove as no objective evidence was provided for review. A definitive root cause for the reported activation failure including expansion failure and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter via neck. During the procedure, it was reported that the filter leg and arm could not be deployed. Further it was reported that the denali could not be removed using snare. The patient underwent open surgery to remove the denali. The current status of the patient is unknown.